Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text: see h.10.

Event description:
It was reported that during use of the bd¿ safe-clip the hole is blocked not allowing the needle to enter. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the patient's mother reports that for 20 days ((B)(6) 2019, date not exact) and so far the needle cutter is damaged, once the needles do not enter, it seems that the" hole" is sealed / blocked." Product usage time since (B)(6) 2018.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd¿ safe-clip the hole is blocked not allowing the needle to enter. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the patient's mother reports that for 20 days ((B)(6) 2019, date not exact) and so far the needle cutter is damaged, once the needles do not enter, it seems that the" hole" is sealed / blocked." Product usage time since (B)(6) 2018.